Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that wanted to return the reservoir back for analysis. No further information was provided.

Manufacturer narrative:
Findings: reliability analysis evaluated 1 opened and used reservoir. Performed pre-fill reservoir test per dop (B)(4) and (B)(4). Reservoir's transfer guard failed per specification. The transfer guard was occluded.